Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer was treated for the low blood glucose with ice cream and lollypop .customer¿s other blood glucose level was 58 mg/dl, 31 mg/dl and 38 mg/dl. The customer was declined for troubleshooting. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.